Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. There was also noise and oversensing on the right ventricular (rv) channel with a non-boston scientific rv lead. There was no pacing inhibition. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service.